Manufacturer narrative:
Citation: d¿andrea et al. Effects of transcatheter aortic valve implantation on left ventricular and left atrial morphology and func tion. Echocardiography. 2015 jun;32(6):928-36. Doi: 10.1111/echo.12808. Epub 2014 oct 17. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided, without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the changes in left ventricle (lv) and left atrial (la) longitudinal strain after transcatheter aortic valve replacement (tavr) in patients with severe aortic stenosis (as). All data were collected from a single center between december 2011 and december 2013. The study population included 55 patients (predominantly male; mean age 78 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients one death occurred due to pneumonia. Based on the available information, the death was not attributed to medtronic product. Among all patients adverse events included: 10 myocardial infarction, 2 non-disabling cerebral vascular accident, 10 bleeding complications (4 major, 6 minor), 13 vascular complications (1 major, 12 minor which included ruptured access site requiring percutaneous angioplasty with stent placement, distal embolization in femoral artery, pseudoaneurysm, common ileac artery dissection), 15 acute kidney injury, 15 left bundle branch block with 5 patient requiring permanent pacemaker implant, and 22 mild paravalvular leak (pvl). Based on the available information, 5 patients that received permanent pacemaker implant were attributed to medtronic product. The other stated adverse events were not directly correlated to medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.